Manufacturer narrative:
Evaluation: the catheter was returned in a used condition with a 4.5 cm section of the tubing sheared near the distal tip. Also, the hub was noted to have been pulled off from the flare. Considering the condition of the returned device, it is feasible to say that the damage most likely occurred due to excessive force and angled contact with the bevel of the stiffening cannula. We can advise that we are aware of the potential for this to occur and have initiated a corrective action in an effort to prevent future occurrences. The appropriate personnel have been notified of this event.

Event description:
During advancement the needle shredded the catheter material. The catheter did not separate.